Event description:
Event description guidant received information that the implantable lead was removed at implant due to a possible performation of the myocardium. The lead was removed and replaced with a tined lead instead.